Manufacturer narrative:
The device was not returned for evaluation and the reported issue could not be verified and cause was not determined.

Event description:
Physio-control received a report that "on/off button not responding". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There is no patient involvement in this event.